Event description:
It was reported that at the time of implant, the patient felt the leads "weren't ground out really good." It was stated that "stim was turned up pretty high (7.5), the lady who programmed the patient thought it was high and said he should be getting shocked." The patient wasn't feeling strong stimulation, until he went into the parking lot and bent over, and the stimulation "jolted him" and "he became paralyzed" by the stimulation. The stimulation was then lowered and the patient was ok and could move again. It was stated that "after for the past few years, the patient noticed he would have to jump because, it would ground out more than other times and when laying down." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 377760, lot# v004735, implanted: 2006 (B)(6); product type lead product ID 377760, lot# v003346, implanted: 2006 (B)(6); product type lead product ID 377760, lot# v004735, implanted: 2006 (B)(6); product type lead product ID 377760, lot# v003346, implanted: 2006 (B)(6); product type lead. (B)(4).